Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer had been experiencing elevated blood glucose (bg) levels ranging from 200 to 250 mg/dl. The customer took correction boluses via the pump. The customer declined to perform a system check and stated that they had been changing pump settings to correct elevated bg levels. A recommendation was made for the customer to consult with their healthcare provider regarding settings adjustment.